Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. There were two tube sets from 2 different lot numbers returned but there were no markings on the tube sets to indicate which tube set belonged to which lot number. First tube set: the complaint tube set was received and evaluated. Visual observation reveals compromising cut on the pump head tubing. The root cause of this failure is believed to be due the placement of the tubing on the pump head before latching the pressure arm. This is caused by not centering the tubing over the pump head, and the cut occurs when operator first begins priming and the pump head begins moving, therefore cannot be foreseen. This complaint can be confirmed. Second tube set: the complaint tube set was received and evaluated. The tubing was examined under magnification and there were no nicks or cuts noted in the tube set. There was fluid in the section of the tube set that contains the filter and the filter was probably wet which means that any leak testing could not be done. A possible root cause might be that the luer-lock was not tighten properly, resulting in a leak in the pressure line inside the pump. A review into the depuy synthes complaints system revealed one other complaint for the lot number 203 of this device. For lot number 180 there were no other complaint in the system. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. However, depuy synthes will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) that during shoulder arthroscopy, it was observed that a split in the tubing caused an issue with pressure reading and overflow of the chamber leading to fluid in the fill chamber tubing and the hydrophilic disc. There was no delay in surgery. The procedure was completed by opening more tube-sets and it was fine - no slit/holes. The case was completed with fms pump working fine. It was not reported if there any delay in the procedure there was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.